Manufacturer narrative:
(B)(4). When the device was functionally tested with the generator, the clamp arm did not close. The device was disassembled to verify the condition of the internal components and the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. No anomalies were found with the clamp arm as reported in the event description. It is possible that the broken rotational knob did not allow the device to be torque properly and return an error code message or an alert screen. However this was not seen during the analysis. No conclusion could be reached as to what caused the damaged rotation knob pin hole.

Event description:
It was reported that the clamp arm detached from the device during a hemorrhoid procedure. A second device was then used and the jaw broke off as well. The procedure was completed with a third like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.